Event description:
Customer reported that the insulin pump is not working fast enough. Customer stated that she was admitted to the hospital due to a heart related issue. Customer is in the process of getting a new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.